Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of not being able to get out of passive recharge to begin charging the implant normally was not determined. The rep saw the patient the following day to try a different recharger and was unable to get it out of passive charge; it continued to flip between passive recharge and looking for device, checking recharge quality, and back to the passive charging screen. The rep noted if they were unable to find a solution the ins may need to be replaced. The rep later reported they met with pt on may 12 and did similar troubleshooting with no resolution (they did not try any further disable device attempts though). Tss reviewed confirming for sure that they are not trying to charge interstim system in error (they have been working on pt's right side where diq reflects that intellis ins should be). The rep said they would confirm the ins location via operative or other medical notes/reports. The rep also planned to start with a new controller and recharger to ensure they aren't an issue. Caller did confirm they haven't been able to interrogate the ins with tablet either during the may 11 or 12 meetings. The rep then met with the patient on may 26. The rep called back stating that they couldn't get the pt's ins through passive recharge mode. Rep said that they had a recharger that they knew worked but the issue was still not resolved with using that recharger with the pt's controller. Rep said that they opened up a brand new set of equipment and the issue was then resolved using the new equipment. A replacement recharger, controller and battery pack were sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6). Product type: accessory. Product ID 97755, serial# (B)(6). Product type: recharger. Product ID 97745, serial# (B)(6). Product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was rep is in a passive recharge mode with the patient in the clinic. Rep reports the patient's ins is depleted and the controller is able to find the ins and start a passive recharge session. Rep states she is holding the rtm right over the ins and it will do a passive recharge for a few minutes, but then state "can't find the device". Rep reports she took the li battery out and placed it back in again, as well as tried a spare rtm, but is still having the same issue. On the passive recharge screen, rep is reporting she is seeing numbers 94 high, with 88 low and 93 or 92 in the middle. Ts initially had rep complete 4 cycles of passive recharge, then disable and re-enable the controller. Rep was able to go back into a passive recharge session, however after 4 cycles, a normal recharge session did not begin and the rep reports she had been in passive recharge mode for over an hour. Ts then had rep try using a spare 97745 with the spare 97755 (rtm), however this produced the same outcome in passive recharge mode and rep was unable to get past this cycle of screens. Rep also states when the paddle is pulled away from the patient's ins, the screen shows a coupling number of 67. The issue was not resolved through troubleshooting. Ts informed rep that they will send an email to the scs principal in order to escalate this case, as patient has tried both a new rtm and 97745 without being able to get out of passive recharge mode. It was indicated that the patient had been having difficulties recharging for the past 4 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.